Event description:
Information received by medtronic indicated that the pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.

Manufacturer narrative:
Retainer ring=missing. On (B)(6) 2021, customer called in with the following concern: end cap came off and faded serial number label. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceed it by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Unable to download history files and traces using thus due to display anomaly. Force sensor zero offset within spec (23.1mv). Unit also received with cracked case (battery tube), cracked battery tube threads, missing reservoir tube o-ring. No faded serial number label noted during visual inspection. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached end cap was noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.